Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Block a: no patient information provided to date after requests 10/24/2025 and 11/10/2025.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch report mw5175236: apl (adjustable pressure-limiting) valve not releasing airway pressure when set to minimum in bag mode. Clinician had to remove the rebreathing bag from circuit to release the positive airway pressure during procedure to prevent potential barotrauma to patient. Machine was pulled from service and mfg was notified. Apl valve was replaced on (B)(6) 2025.